Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the videoscope during manual cleaning, cleaning fluid was not sent to the air and water channels. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the fluid issue was confirmed. However, the definitive root cause of the malfunction could not be determined. A non-olympus reprocessor was used. It is possible that the reprocessing was not performed in accordance with the instruction manual. Olympus will continue to monitor field performance for this device.